Event description:
After the procedure had finished, the scrub tech discovered that one of the sterile blue towels had a small piece of debris. It appeared to be a piece of wood. He notified the charge nurse. No towels were used during the case but were on the back table.